Event description:
It was reported by a patient on (B)(6)) that the patient had (B)(6) during a call to customer support for a ¿draining slowly¿ message with the fresenius cycler. During the call, the patient also mentioned using (B)(6). In additional follow-up, the patient¿s (B)(6) nurse reported the patient was diagnosed on (B)(6) 2022 with (B)(6). Per the nurse, the patient was having symptoms of abdominal pain and cloudy effluent with significant observable (B)(6). It was reported the patient had a (B)(6) culture obtained (on(B)(6) 2022 in the outpatient (B)(6) clinic) which grew the (B)(6). The patient was initiated on antibiotic therapy with (B)(6) 1 gram intra-peritoneal (ip) daily for 14 days. Additionally, the patient was treated with (B)(6) (per standing orders) for (B)(6). The patient was not hospitalized and continued pd treatment with the same cycler without any further reported issues. The nurse stated the patient¿s symptoms have resolved and patient is recovering from the (B)(6) event. Moreover, the nurse reported that the drain issues have resolved. The nurse reported the exact cause of the (B)(6) was unable to be determined. However, it was confirmed the patient¿s (B)(6) is not suspected in any way to be related to fresenius device, or product. Per the nurse, the (B)(6) may have been associated with a concomitant (B)(6) issue that is unrelated to dialysis.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the liberty select cycler/liberty cycler set and the patients (B)(6) event (characterized by abdominal pain). However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with the event. The exact cause of the patient¿s (B)(6) cannot be determined with the information available. (B)(6) is a well-documented potential complication in patients undergoing (B)(6) treatment. The patient had report of a concomitant (B)(6) issue (unrelated to dialysis) which could have been a contributing factor in the (B)(6). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a patient on peritoneal dialysis (pd) that the patient had peritonitis during a call to customer support for a ¿draining slowly¿ message with the fresenius cycler. During the call, the patient also mentioned using heparin. In additional follow-up, the patient¿s pd nurse reported the patient was diagnosed on (B)(6) 2022 with peritonitis. Per the nurse, the patient was having symptoms of abdominal pain and cloudy effluent with significant observable fibrin. It was reported the patient had a pd culture obtained (on (B)(6) 2022 in the outpatient pd clinic) which grew the bacteria xanthomonas. The patient was initiated on antibiotic therapy with ceftazidime 1 gram intra-peritoneal (ip) daily for 14 days. Additionally, the patient was treated with heparin (per standing orders) for fibrin. The patient was not hospitalized and continued pd treatment with the same cycler without any further reported issues. The nurse stated the patient¿s symptoms have resolved and patient is recovering from the peritonitis event. Moreover, the nurse reported that the drain issues have resolved. The nurse reported the exact cause of the peritonitis was unable to be determined. However, it was confirmed the patient¿s peritonitis is not suspected in any way to be related to fresenius device, or product. Per the nurse, the peritonitis may have been associated with a concomitant gastrointestinal issue that is unrelated to dialysis.